Event description:
A 75-gram bonesource implant that had been placed into an 11/12 cm posterior fossa defect on 09/08/97, particulated after the site was closed. The implant was explanted on 09/10/97.